Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca and two endeavor sprint rx drug-eluting stents implanted to the mid rca. Post implantation of the stents to the mid rca, a dissection occurred. The following day, patient death occurred. Cause of death was probable stent thrombosis. The investigator indicated that the reported event was possibly related to the study device. Ref 9612164-2012-00004 9612164-2012-00005 9612164-2012-00006 9612164-2012-00007.

Event description:
Investigator indicated that the reported myocardial infarction was possibly related to the study device.

Event description:
Additional information: (B)(4) adjudicated that the patient suffered a myocardial infarction same day as patient death.

Manufacturer narrative:
Concomitant medical products: ca++antagonist, diuretic, lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (stent thrombosis/dissection/death).

Manufacturer narrative:
(B)(4). Evaluation results: 313 inherent risk of procedure (myocardial infarction).